Event description:
During implant procedure, the right ventricular (rv) lead was not able to be implanted due to low current of injury. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.